Event description:
The device was used during a lower anterior resection. Reportedly, the staples did not form and the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.